Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) review and lot specific similar complaint review were not performed because this incident was based on a review article, and no device/lot information was provided. Based on available information, the incomplete coaptation/slda (intraprocedure) appears to be due to procedural conditions. The reported mitral valve insufficiency/regurgitation (unchanged mr) appears to be a cascading effect of the slda. A cause for the unspecified tissue injury (no treatment) could not be determined. Additionally, the reported patient effects of mitral valve insufficiency/regurgitation and unspecified tissue injury are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
Date of event; implant date, device available for evaluation: dates estimated . The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other adverse events referenced in the article are filed on separate medwatch report numbers.

Event description:
This is being filed to report the clip detaching from the leaflet and leaflet damage. It was reported via literature that one individual underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. One ntw mitraclip was implanted successfully. After implantation of a nt mitraclip, it was noted it detached from one leaflet (single leaflet device attachment (slda)) due to a tear of the posterior leaflet. The procedure completed with the mr remaining at 4+. Details are listed in the attached article: initial experience with the fourth generation mitraclip¿: outcomes, procedural aspects, and considerations for device selection. No additional information was provided.